Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the left l1 lead. As a result, patient underwent surgical intervention on (B)(6) 2025 during which a new lead was added to address the issue. Effective therapy was restored post-op.

Event description:
It was reported patient experienced ineffective stimulation with the l1 drg lead. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.